Event description:
It was reported that a "thread like material was found on the tray under the prep swab when the customer opened the kit before use." There were no patient complications reported.

Manufacturer narrative:
One open presep tray with all components was received for evaluation. There was no visible damage noted upon receipt. A visual examination was performed inside the tray and the customer had attached the material to a piece of tape. The material appeared to be fibrous in nature. The substance was collected and sent to chemistry for testing. Chemistry testing found the substance showed similar absorption characteristics when compared to cellulose like material. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of contamination was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.